Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Five electronic photos were provided and reviewed. The photos first, second shows the labelling information of the device which was cross verified with the track wise details. Third photo shows one maxcore device in initial position with needle protective tubing and with yellow guard was placed inside the package. The fourth photo shows the labelling information of the device which was used to complete the procedure and cross verified with the track wise details. The fifth photo shows one needle placed inside the package in which the sample notch is visible. No other anomalies were identified. Based on the photo review the reported event cannot be confirmed therefore, the investigation is inconclusive for the reported failure as the provided photo does not support the event. A definitive root cause for the failure to fire could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a renal biopsy procedure using maxcore. During the procedure, the cannula was inserted and the switch was activated, but the sample port failed to lock back into place in a timely manner, leaving the needle core exposed. The procedure was completed using another device. There was no reported patient injury.